Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an ear nose and throat procedure, the clips did not hold and would not close all of the way. The clips were inconsistent. The procedure was completed with no patient consequences.